Event description:
Event occurred during a stereotatic breast biopsy. Once the needle was inserted and fired, a clicking noise was heard and the monitor flashed technical error. Needle removed, machine shut off and rebooted. New needle was inserted into the breast. Vendor contacted regarding issue. Vendor found no problems with the unit. Upgrade to unit in august. New needle design in august. Vendor applications specialist on site to review process.